Manufacturer narrative:
The customer returned the suspected contour next gen meter for evaluation. However, the meter could not be switched on and the customer's allegation could not be verified.

Event description:
The customer from norway reported that after changing the batteries on the contour next gen meter, the units of measurement displayed for the readings changed from mmol/l to mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The suspected contour next gen meter was further evaluated. The meter did not switch on which was caused by the accidental noise such as electrostatic discharge that occurred when the user activated the meter, causing the meter to initialize due to a software problem. Therefore, the issue of incorrect units of measurement could not be investigated.